Event description:
It was reported that after a coronary stenting procedure, arteriotomy closure of a common femoral artery with atheroma was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed no suture was present on the needles. Although the foot was closed, it was not possible to remove the device from the tissue. Attempts were made to remove the device by pushing and pulling the device, but were unsuccessful. The device was surgically removed under local anesthesia resulting in an extension of the procedure by fifty minutes. During device removal the foot was observed to be half way opened/deployed in the tissue. The artery had no calcification, only some atheroma (atherosclerotic plaque). Hemostasis was achieved surgically. Patient hospitalization was extended by twenty-four hours due to the reported experience. There were no reported adverse patient sequelae. The physician was reported to be in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported the difficult to remove the closure device, foot retraction problem and needle to cuff miss were confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.